Event description:
I experienced serious adverse reactions to vicryl suture material. I underwent vein ligation and stripping surgery in 2005. Groin and ankle was closed in layers using running 3-0 vicryl for the superficial facial, running 3-0 for the subcutaneous tissue, and running 4-0 vicryl for the subcuticular layer. Ankle incision was closed with running 3-0 vycryl for the subcutaneous tissue and running 4-0 vicryl for the subcuticular layer. Several wks after the surgery, I developed severe pain and what appeared to be infection at the incision sites at the groin and ankle. I was treated with strong antibiotics in case there was an infection present, but the dr suspected a reaction to the suture material used. A culture was taken of the incision and the results were negative for infection. After several more wks of severe pain and no improvement, it was determined that I had a severe adverse reaction to vicryl. The surgeon reopened both incision sites and removed the vicryl suture material. I was then able to heal with no problems. The surgeon suggested that I be certain to inform future surgeons of my reaction to vicryl suture material. Because I was scheduled for a complete hysterectomy in 2005, I was certain to inform the hosp of my "allergy" to vicryl. The very thought of the possibility of going through what I had just experienced with my leg incisions-throughout my abdomen was a horrifying thought. Although I had an allergy wrist band that stated "allergy to vicryl suture meterial" and all hosp personnel had been made aware of my previous problem with vicryl, the surgeon made the decision to use the vicryl sutures in spite of my history and warnings, stating that he had never seen a problem with vicryl before. Running 3-0 vicryl was used in the subcutaneous tissue, and for edge of posterior bladder wall, skin was closed with 4-0 vicryl. Parietal peritoneum was closed using running 2-0 vicryl. Several wks after my hysterectomy, I developed severe pain, swelling in my abdomen, redness in the area, appearing and following the same pattern as my previous, "infection" in my groin and ankle incisions. The surgeon ordered two strong antibiotics, which I started immediately. It seemed to improve somewhat, however when the antibiotic was gone, the infection (what appeared as an infection) returned. I was taken to the emergency room several times, cultures were taken (again negative for infection). It was stated that it appeared to be an infection, but was not an infection - that it mimicked an infection. After the last trip to the ER with 102 fever, swollen, hard, red abdomen, and pain, I was given IV transfusions for several days at the hosp (I believe it was something called rocefen, but I can confirm). Ultrasound a month later showed 'complex hypo echoic abnormal soft tissue in the transverse lower pelvic wall immediately above the symphysis pubis with scattered echogenic foci, likely representing suture material. Suture granulomas not excluded. Vaguely nodular hyper echoic areas echogenic suture material, suggesting possible developing suture granulomas." Two months later, (almost 4 months after surgery) ultrasound stated 'focal area of abnormal echogenicity is identified within the subcutaneous fat of the anterior abdominal wall. There does appear to be foreign material present such as suture material in this pt with a history of adverse reaction to internal sutures. There is no evidence of a hernia. No evidence of abscess. CT scan with contrast showed inflammatory change in the subcutaneous plane inferiorly in the prepubic region. No evidence of hernia." It has only been since the end of march that I am not on pain medication. Until this time, I continued to experience pain, swelling, hardness and tenderness in the abdominal area, including tenderness to the touch. Pain is intermittent at this time. Throughout this process, the incision has opened slightly a number of times, pus released, then it heals again. Very similar to the previous experience wtih the vein surgery. As a side note, I had yet a third surgery to remove a schwannoma tumor from my left leg. This was before I started having severe reactions from the hysterectomy. Again, I asked the hosp and the surgeon to use something other than vicryl. This surgeon used monofilament in the muscle tissue and to close the incision. This incision healed beautifully within two wks, smooth and completely perfect. I have a trail of incisions on my body, all telling a story. When I first suspected that I was developing a reaction to the vicryl again, I contacted ethicon to inquire as to the normal time period for vicryl to dissolve. My problems from vicryl continued way beyond the maximum time. When I was at critical times in this ordeal, fearing I might have to have my abdomen reopened and the layers of sutures taken out of my adbomen (which surgeons felt would be way too high risk and chose to have me let time pass and control the pain as best as possible) I contacted ethicon several times as I was desperate for medical contacts that might be able to help me. They did not return my contacts. This was very disappointing to me, as you can't imagine what I thought I might have to still go through. When I asked if they had ever heard of severe reactions such as I had experienced, they told me they had not. I have learned since then that this is not the case, there have been many people that have had problems with vicryl in the past. A severe reaction to vicryl may be rather uncommon, but I can assure you it does happen. If there is any way I can help someone - and their families avoid having to endure what my family and I endured as a result of the use of this suture material, I would be happy to help with any info I am able.